Manufacturer narrative:
Reference record (B)(4).

Event description:
On (B)(6) 2021, the patient underwent surgery to have the buried bumper removed. A new peg-j tubing system was placed. The patient was treated with cefort antibiotic injection.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The disposition of the device involved in the event is unknown; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient underwent a periodic upper digestive endoscopy. During the endoscopy, a buried bumper was discovered. The patient is scheduled to have the peg tubing surgically removed.